Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was started but displayed the message that the x-ray system not available. Upon troubleshooting actions, the fse identified that the suite pc had failed to complete its boot sequence due to a software issue. To resolve the issue, the fse reloaded suite pc software and restored the back up. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.